Manufacturer narrative:
New information: this is a follow-up MDR to remove the initial report. Further information was received from consumer that the tampon came out on it's own after more than a week and did not leave any pieces behind. Since the tampon did not fall apart and leave pieces behind, this complaint is not reportable.

Event description:
This is a follow-up MDR to remove the initial report. Further information was received from consumer that the tampon came out on it's own after more than a week and did not leave any pieces behind. Since the tampon did not fall apart and leave pieces behind, this complaint is not reportable.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported unusual bleeding due to tampon pieces left behind. Doctor confirmed that no pieces are remaining. Consumer is planning to seek additional medical review.